Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The voltage check test passed. Upon power up, the functional test failed. When powering on the cycler the display was dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The teach pump test failed. The failure was due to motor a unable to teach pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report their liberty select cycler alarmed m21-9 invalid sensor reading motor pump a warning during drain 1 of 5. The patient stated the cycler had been rebooted and a power failed recovery failed error occurred during power up. The m21-9 warning occurred after the patient set up with new supplies. The patient pressed ok to start treatment and the message would not clear. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.